Event description:
The path experienced new, severe right foot pain after implantation of a percutaneous trial neurostimulation lead. The lead was not yet hooked up to an external neurostimulator. The patient was admitted to the hospital. The patient was seen by a neurosurgeon who could not determine what was causing the pain. Since the leads were variable before the pain began, the percutaneous leads were removed. The pain persisted, but eventually subsided within 24 hours. Reference MFR report #6000153-2009-05015.

Manufacturer narrative:
.